Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer failed the finger touch test due to cursor misalignment. Electromagnetic interference (emi) repair was performed, and cursor jumping and misalignment were noted; however, no autonomous cursor movement was observed. It was also confirmed that the power cord bay was broken. Additionally, the display hasps were found to be broken. The hard drive was reconfigured, and the software was reloaded. During evaluation, the programmer failed functional testing due to an out-of-spec light emitting module (lem) printed circuit board (pcb) assembly. The programmer was subsequently scrapped due to parts unavailability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment. It was noted that the programmer cable cover at the back was broken and would not close. There was no patient involvement.